Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging tha thte battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow up # 2 date of submission 01/05/2017.

Manufacturer narrative:
Follow-up #1 date of submission 10/10/2016-device evaluation: the pump was returned and evaluated by product analysis on 09/14/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was confirmed to be cracked; the complaint was duplicated. The casing was also observed to be cracked near the case seal. Unrelated to the complaint, the audio bolus button cover was observed to be damaged; however, the button responded to user presses. (B)(4).